Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic gastric bypass procedure the metal piece was displaced slightly, but not off and some of the staple drives fell out while the cartridge was lying on the back table. Another cartridge was used to complete the case with no patient consequence. The account currently has the cartridge and will not release.